Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During the procedure the device was deployed in the laa of the patient. It did not meet release criteria and needed to be fully recaptured. It was difficult to recapture this device back into the sheath because it kept kinking. The patient needed to go to surgery to have the device removed. During surgery the patient received a clip for the laa. Following surgery the patient was doing well and was discharged home the next day.